Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product discarded by patient.

Event description:
On (B)(6) 2014, the patient reported that when she removes her infusion sets, the self-adhesive pulls off some layers of skin. The patient stated that one of her infusion sites was not healing as quickly as it should have and she was prescribed an antibiotic. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.